Event description:
It was reported patient was experiencing uncomfortable stimulation and was covering only the left side. As such surgical intervention was undertaken on (B)(6) 2024 wherein both leads were repositioned and therapy restored

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.